Event description:
Reporter stated that in 2005 patient's blood glucose was in the 300 mg/dl range. Patient administered boluses throughout the day to reduce levels, but they continued to climb above 600 mg/dl. Reporter took patient to hospital three days later where patient was treated with saline IV and insulin IV. The hospital measured the patient's blood glucose at 988 mg/dl. While in the hospital the patient suffered a heart attack and was in critical care for 2 weeks. A heart catheterization was performed and stents were inserted. Patient was released the next day. Patient's physician advised patient to begin using their device again the following day. Patient is doing better, but stated the device is not beeping for confirmation of boluses.